Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the patient is experiencing pain in lower left abdomen, like a pricking sensation or tension under the skin. Has had problems with adhesions and bowel obstruction and has a recurrence.